Manufacturer narrative:
The device was not returned for evaluation. The customer placed an order and replaced the patient sensor triplet cable to resolve the issue. The old cable was not under warranty and was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they could only see 2 patient sensor triplet's in the software. They restarted the system, unplugged/plugged in the location board and cables with no resolution. The physician aborted the procedure and the patient was under general anesthesia. There was no report of adverse patient outcome. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.